Event description:
It was reported that the customer was hospitalized for 2 days for high blood glucose levels and diabetic ketoacidosis. Customer was treated with intravenous insulin and saline.

Manufacturer narrative:
No product returning for eval should new info become available, a supplemental form will be submitted.